Event description:
The customer reported that the system alarms cannot be read out. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to (MFR 9610816-2024-00510) for further information regarding this complaint.